Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received a "scan again in 10 minutes" error message on the abbott diabetes care (adc) device and was unable to obtain glucose readings. The customer experienced symptoms described as very wobbly and tired. The customer self-treated by consuming dextrose. There was no report of death or permanent impairment associated with this event.